Event description:
(B)(6) hospital called and they were injecting the pnd6f070956m catheter and the hub leaked. Hub cracked while performing a contrast injection. Case completed successfully using an alternate catheter. The physician indicated he does not remember over tightening the rhv.

Manufacturer narrative:
The unit was returned in a zip lock, biohazard labeled specimen bag accompanied by its sterile sheath and labeling. The unit was decontaminated by flushing it with a 1:10 dilution of household bleach. During the flushing, decontamination fluid could be seen dripping off of the hub. Closer examination revealed a crack in the clear plastic of the hub. This sort of damage is consistent with over tightening of the lure fitting during use. The DHR for this lot has been reviewed and is attached. Conclusion (other): defect noted prior to use. As per FDA feedback of (B)(4) 2009, this defect , if not discovered, could contribute to injury or death. A review of the device history record (DHR) was completed on part # (B)(4) (lot # l15491). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l15491) indicated that 100% inspection of the devices resulted in 25 rejects for visual and dimensional measurement. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.